Event description:
N authorized distributor reported that during placement and manipulation of the hermetic lumbar catheter, closed tip (ins5010), abnormal resistance was encountered while removing the metal guidewire following successful catheter insertion. This resulted in fracture of the guidewire into multiple fragments and simultaneous rupture of the catheter during withdrawal. The device was in contact with the patient, and the event led to a significant increase in procedure time (more than 30 minutes). Following the incident, a clinical evaluation was performed, and no fragments were retained in the patient. The patient remained clinically stable throughout the procedure, and the catheter was removed at the end of the procedure. The patient was subsequently reported to be doing well post-procedure. The event occurred at hospital ntra senora de la candelaria (santa cruz de tenerife, spain).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.